Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: d4, h4, h6. Investigation summary: the complaint device (reamer head f/ria 2 ø15) was not received for investigation. A photo investigation was performed based on the files provided. The images were reviewed and the complaint condition can be confirmed. The reamer head is broken off. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Manufacturing location: supplier ¿ mark two engineering / inspected and packaged by: monument. Release to warehouse date: 10-jan-2020. Expiration date: 01-dec-2029. Part number: 03.404.026s, 15.0mm reamer head for ria 2-sterile. Lot number: 26p3633 (sterile). Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev aa was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 17076 supplied by (B)(4) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Component part(s) reviewed: part number: 03.404.m026, ria 2 reamer head 15.0mm. Lot number: 6772011. Inspection instruction met all inspection acceptance criteria. Inspection sheet, incoming final inspection, ns073690 rev a met all inspection acceptance criteria. Certificate of compliance received from (B)(4) dated 22-jul-2019 was reviewed and determined to be conforming. Certification for heat treat supplied to (B)(4) from (B)(4). Dated 01-jul-2019 was reviewed and determined to be conforming. Heat treat specified at 50-55 hrc. Results certified at 52 hrc. Certificate of analysis supplied to (B)(4) from (B)(4) dated 20-mar-2019 was reviewed and determined to be conforming. Material certification supplied to (B)(4) medical from (B)(4) dated 14-dec-2018 was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: g1.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint device (reamer head f/ria 2 ø15) was not received for investigation.. The reamer head is broken off. There was proof of embedded pieces and therefore that condition is confirmed as the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed during the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : manufacturing location: supplier ¿ (B)(4)/ inspected and packaged by: monument, release to warehouse date: 10-jan-2020, expiration date: 01-dec-2029, part number: 03.404.026s, 15.0mm reamer head for ria 2-sterile, lot number: 26p3633 (sterile), component part(s) reviewed: part number: 03.404.m026, ria 2 reamer head 15.0mm, lot number: 6772011 . This lot met all dimensional, visual, sterility and packaging criteria with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the reamer head broke during reaming into the femoral intramedullary canal. Broken piece remained in the patient as they were unable to be removed. There was a surgical delay of (30) minutes. The procedure was successfully completed. This report is for (1) reamer head f/ria 2 ø15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Additional procode: hrx. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the complaint device reamer head f/ria 2 ø15 (product code: 03.404.026s, lot number: 26p3633) was returned to cq west chester for investigation. The prongs or tabs on reamer head tail had broken off during procedure and got lodged in the bone. The tangs were left in the bone and can be verified from the provided images and x-rays. Document /specification review: based on the date of manufacture, the current and manufactured version of the drawings were reviewed. Dimensional inspection: dimensional inspection could not be performed due to post manufacturing damage. Conclusion: the reamer head tangs had broken and was embedded in the patient body. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation (pie) was initiated to define any further action related to the breakage. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.